Manufacturer narrative:
Investigation: due to the circumstances that we did not receive and devices, a detailed investigation is not possible. Only one photo was provided. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Due to the circumstances that we did not receive any devices or further information it is hardly possible to determine a conclusion and root cause. We assume that the failure is not product related. There are no hints for a product failure with regard to patients pain in knee. When the connection between the axis taper and the femur could not firmly fitted, there is a gap and hence movement between components. This leads to the femur safety nut unscrewing or to the axis breaking above the taper. The taper must be firmly pressed together and the femur safety nut assembled and pre tightened using the instrument np420r. Then the counter holder, together with the instrument np420r is used to tighten the taper with 20nm using the torque wrench ne184rm. The femur safety nut is then screwed on using on using holder np455r by hand. The counter holder is then attached to the femur and the femur safety nut is then tightened with 20nm using the torque wrench. When these steps are carried out acurately it should not be possible for the construct to come apart in situ. The thread can only loosen when the taper connection has not been connected correctly. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The implant was well fixed with the cement, the nut came out by hand (didn't need the wrench) and required a serious hit to disengage the morse taper. Only the femoral component looked like as, stems were silver.